Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and four months post port placement, fluoroscopy showed a small amount of contrast was seen exiting the side port of the distal port-a-cath within the right atrium. There was however extravasation from the port-a-cath probably at its point of entry into the chest at the site of bending of the catheter at the level of the right first rib. Around eighteen days later, removal of mediport was performed. The patient had difficulty with port and a portogram revealed that there was extravasation at the junction of the port and the catheter. Incision was made, carried through the subcutaneous tissue until the port was identified, removed in entirety including the coupling device and the catheter. A small crack was noted right at the junction of the coupling device and the catheter. Once the port was removed in entirety, the wound was irrigated. There was no evidence of bleeding therefore, the investigation is confirmed for the reported fracture and fluid leak issue. Furthermore, clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2018), h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that four years, four months and six days post a port placement via the right internal jugular vein, the patient allegedly experienced extravasation at the junction of the port and the catheter, at the point of entry into the chest. It was further reported that a small crack was noted right at the junction of the coupling device and the catheter. Reportedly, the port was removed. The current status of the patient is unknown.

Event description:
It was reported through litigation process that sometime post a port placement, a small crack was noted right at the junction of the coupling device and the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that four years, four months and six days post a port placement via the right internal jugular vein, the patient allegedly experienced extravasation at the junction of the port and the catheter, at the point of entry into the chest. It was further reported that a small crack was noted right at the junction of the coupling device and the catheter. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2018), g2, h6 (device). H11: b3, b5, d4 (medical device lot number), h1, h6 (patient, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.